Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to buttons not responding. Customer reported that insulin pump may have been exposed to sweat as the weather was very hot. Customer's blood glucose was 106 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.